Event description:
Materials#: unknown batch#: unknown it was reported that the bd nexiva diffusics had leakage at the luer connection. The following information was provided by the initial reporter: "nexiva diffusics product and explaining that leakage can occur during power injection at the interface with a connector (maxzero) if it's not screwed on tight." Verbatim: rcc received a complaint via email. Email(s) attached. Clinician (radiologic technician) was pointing to example nexiva diffusics product and explaining that leakage can occur during power injection at the interface with a connector (maxzero) if it's not screwed on tight. Clinican later stated that it's more of a problem with the "angio" devices which require a connector but pointed to iag family product picture. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event. Unclear whether it was specific to the interface between the nexiva diffusics and the maxzero connector or if she was just using that device as an example of a general situation. Unclear which iag family product & which connector was having a problem. Possible that there was some confusion about which device was having the problem.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.